Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had no power and the battery compartment was cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with the complaint.

Manufacturer narrative:
Date of submission (B)(6)-2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The current black box showed no evidence of an alleged no power event. The pump intermittently powered up with the returned battery cap to a dim discolored display. The battery cap threads were damaged. A test battery cap was used for all testing. The battery cap was unable to fully tighten. The battery compartment was cracked from the thread area to the case seal. The battery compartment threads were damaged. No evidence of moisture was found inside the battery compartment. A 24 hour basal program was run with a test battery cap. No reboots, power losses, or call service alarms were duplicated. The pump case was removed to find no evidence of moisture or loose components inside the pump. The alleged "intermittent power" condition was due to battery cap/compartment damage.